Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller was not given an official cause of death; however, the caller noted that everything the customer ate would go into her lungs. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected when the customer by the hospital staff when she was admitted to the hospital. The customer was not using sensors. The caller stated that the customer had trouble keeping her blood glucose under control even with insulin pump usage. The customer also low blood pressure right before she passed; her blood pressure was 77 over 33. The customer experienced kidney failure right before she passed. The caller declined returning the insulin pump.